Manufacturer narrative:
On (B)(6) 2018 we were informed that the surgeon revised the spacer on (B)(6) 2018. The surgeon implanted another company's stem with a medacta cup, head and liner. The surgery was completed successfully.

Event description:
The patient came in complaining of instability. The surgeon determined that the stem was loose. The surgeon also found that the patient had an infection.

Manufacturer narrative:
Batch review performed on 28 december 2017. Lot 150014: (B)(4) items manufactured and released on 14 apr 2015 expiration date:2020-02-29 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact acetabular shell size 54 two-holes reference 01.32.154dh (k132879) lot 135866: (B)(4) items manufactured and released on 11 july 2014. Expiration date:2019-05-31 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner size36/e reference 01.32.3644hct (k103721) lot 148748: (B)(4) items manufactured and released on 31 march 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, all items of the same lot have been already sold with asimilar reported event. Biolox delta ceramic ball head 12/14 ø 36 size xl +8 reference 01.29.211 (k112115) lot 130327: (B)(4) items manufactured and released on 15 apr 2013. Expiration date: 2018-03-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon determined that the stem was loose. The surgeon also found that the patient had an infection.